Event description:
It was reported that during the implant procedure the physician experienced difficulty securing the lead. After three attempts he was able to extract the lead, but the helix would not retract. The lead was not implanted. The patient outcome was described as "ok". No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the lead was received stretched with the helix fully extended. The helix was not extended/retracted due to it being distorted/bent and the large amount of dried blood. Upon visual inspection, it was noted that the lead was damaged during the implant process. The full lead was returned and analyzed.